Event description:
During a percutaneous tracheostomy procedure at the bedside, it was discovered by the surgical pa the soft introducer dilators in the percuataneous tracheostomy kit were molded incorrectly by the company and we were unable to utilize them for the procedure.lot # has been removed from shelf, and smiths sales rep has been contacted to report the defect.